Event description:
While the ventilator was connected to a patient, several alarms were generated indicating that no gases were being delivered. The patient was disconnected from the ventilator. There was no patient injury.